Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an output anomaly. The physician was uncomfortable with the way the device was responding.